Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that "we connect our high-pressure contrast medium syringe to the extension line in order to apply the contrast medium to the CT. Over the last few weeks, there have been an increasing number of problems with the extensions. Either the extension line and the vcs have been blowing off, i.e. Disconnecting, or dents have formed, or the contrast medium has leaked. This meant that the examination could only be used to a limited extent or not at all, which resulted in double examinations and the patients were therefore exposed to higher radiation levels. Short description there was a real disconnect, i.e. Disconnection, between the extension and the vvk, when did the incident occur? During use.